Event description:
A cartridge alarm 20 was reported by the caller while pumping. A specific blood glucose level value was not provided, but it was confirmed that the customer's glucose level did not exceed 500 mg/dl and was within a normal range. The customer had already replaced the cartridge before contacting support, and no further assistance was required.